Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on broken cannula catch/cannula lock pin per mfg-043/h at the safety shield molding in-process inspection; fail hook ID inspection on the eclipse hub molding in-process inspection per mfg-043/aa; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the qa outgoing inspection per mqa-052/b; and visual inspection of damage pivot pin at the packaging in-process inspection per mfg-043/k. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received. H3 other text : see h10 manufacture narrative.

Event description:
Mat#:305759 batch#:1362825. It was reported by the customer that "disfunction of needle safety covering in which it would not cover the needle and resulted in an exposure". Verbatim: disfunction of needle safety covering in which it would not cover the needle and resulted in an exposure. 17 oct 23. -could you please advise the detail of the incident. Nursing student stuck themselves this a dirty needle. The cap did not close properly. -do you have photo showing the incident? No. -is there any adverse event on patient/user? User was stuck by the needle. -is there any medical intervention needed due to the incident? Blood draw on the parties involved . If you need additional info let me know.

Event description:
It was reported bd needle eclipse 25x5/8 needle pierced through shield. The following information was provided by the initial reporter; it was reported by the customer that "disfunction of needle safety covering in which it would not cover the needle and resulted in an exposure". Verbatim: disfunction of needle safety covering in which it would not cover the needle and resulted in an exposure. (B)(6) 2023. Could you please advise the detail of the incident. Nursing student stuck themselves this a dirty needle. The cap did not close properly do you have photo showing the incident? No is there any adverse event on patient/user? User was stuck by the needle is there any medical intervention needed due to the incident? Blood draw on the parties involved.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.